Event description:
During prep, outside the patient, the stent delivery system broke (with little exertion). The product was not clinically used and will be returned. There were no reported patient complications.

Manufacturer narrative:
The product was returned for evaluation and analysis, but has not been competed.